Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Lot # : 8624354 or 8667972 ¿ customer unable to confirm which one is associated with the alleged malfunction. (B)(6). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a flexible ureteroscopy, a roadrunner wire guide was inserted into a flexible ureteroscope and the tip of the wire(5 centimeters cm) broke and remained in the first third of the scope; the straight part. A second roadrunner wire guide and a new scope was used to complete the procedure. As reported, they had to wait approximately 2 hours for a new scope to complete the treatment. No additional patient consequences were reported.

Manufacturer narrative:
Conclusions code: cause not established (4315). Investigation ¿ evaluation: a visual inspection and dimensional verification of the returned device was conducted. A document based investigation was performed including a review of complaint history, the device history record, drawings, instructions for use, quality control data, and specifications. The device was returned in a used and damaged condition. The wire was separated into two pieces, one being approximately 140.7cm long and the other 4.8cm long. These two pieces are the proximal and distal ends, respectively. A bend was noted approximately 0.2cm from the distal tip of the proximal piece. No mandril was visible inside this piece. The distal piece has bends in multiple places. The proximal end of this distal piece where the break is located has 1mm of mandril wire extending from it. The device history records for the two potential lot numbers provided by the customer were reviewed. There were no non-conformances associated with lots 8624354 and 8667972 that would have caused or contributed to the reported failure. A search of complaint records revealed this is the only complaint associated with either of the associated complaint lot numbers 8624354 or 8667972. The instructions for use (IFU) packaged with this device provides the following relevant precautions and instructions: precautions: manipulation of wire guides requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. When using wire guide through metal cannula/needle, use caution as damage may occur to outer coating. Instructions for activating hydrophilic coating: 1. Prior to using the wire guide, fill a syringe with sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating. The instructions for use (IFU) states to use caution when using the wire guide through a metal cannula as damage may occur to the coating. The device manufacturing records were reviewed and no notable gaps in production or processing controls were noted. The storz flex-xc scope that was used in conjunction with the wire guide has a metal cannula that the wire guide must pass through. It is possible that when the wire guide was passing through this section of the scope, the hydrophilic coating was damaged. A damaged hydrophilic coating could lead to increased friction between the wire guide and scope, which could lead to wire guide damage during advancement. A definitive conclusion could not be reached regarding the device failure. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 13sep2018. Customer used a storz flex-xc scope with the complaint device. The storz flex-xc service and repair report showed the working channel impassable, and object blocked in working channel. The scope was repaired and revised. Additional information received on 14sep2018. Device was wetted prior to use.